Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2367 alarm which occurred on the homechoice during use during dwell 2. The baxter technical services representative (tsr) had the hp cycle the power to check the alarm log, and no previous alarms were found. The tsr advised the hp to start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. She stated that she had disconnected from the homechoice, unplugged it and moved it, then connected and turned the hc back on, at which point she got the system error 2367. She then skipped therapy for the night. There were no adverse effects reported to be caused by this event, and therapy since then has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2367 was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.